Event description:
The customer was hospitalized for high blood sugar levels. The customer went to the emergency room to be treated for high blood sugar levels and went home a few hours later. The next morning, the customer woke up with high blood sugar levels and went back to the hospital. The customer stated that the hospital staff was unsure of the cause for the high blood sugar levels. The customer was still at the hospital at the time of call. The customer never changed out the set and site. Customer didn't treat the high blood sugar with a manual injection.